Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool extension cable connector did not function when it was connected to extension cable and power supply. The customer changed out the extension cable and power supply but it still did not function. The stack was also check and no fault could be found.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/31/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire and jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw but remained attached to tip due to clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws would slightly open and close. Two cracks of the black shaft were observed. The black shaft closest to the base of the harvesting device was observed to be cracked, as well as approximately at the center of the black shaft, exposing the inner contents of the shaft. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). Reference hemopro 2 final test 90523436). No activation and transection test or final testing was conducted due to the condition of the shaft as well as the jaws not fully opening. Based on the returned condition of the device, as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failures "break'shaft" and "mechanical problem". The vendor certifies that this device lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID #(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool extension cable connector did not function when it was connected to extension cable and power supply. The customer changed out the extension cable and power supply but it still did not function (there was a loss of energy, the device would not power up). The stack was also check and no fault could be found. The procedure continued with a new hempro 2 and the case was successful. No other product was affected with this complaint. There was no harm to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool extension cable connector did not function when it was connected to extension cable and power supply. The customer changed out the extension cable and power supply but it still did not function. The stack was also check and no fault could be found. The procedure continued with a new hempro 2 and the case was successful. No other product was affected with this complaint. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4).